Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal vhd kit size 4 was deployed. Following the deployment the pt had weak pulses in the right foot and both the foot and lower leg were discolored. The pt was taken to radiology and an angiogram was performed on both legs. The angiogram revealed severe peripheral disease in both legs and a 99.5% occlusion in the right iliac/femoral area. After an unsuccessful attempt to open the blockage in radiology the pt was taken to surgery. The surgeon stated that he found a collagen plug in the common femoral artery extending up and blocking part of the external iliac. The surgeon felt that the pt was a poor selection for vasoseal deployment. No further complications were reported.